Event description:
An erratic reading issue was reported with the use of the adc device. The customer received unspecified sensor scan results and experienced dizziness and a loss of consciousness. The customer was seen at the hospital, where a glucose injection (dose unspecified) was administered for hypoglycemia treatment. It was also reported that the customer received a blood transfusion and bumetanide medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product was returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle freedom lite meter was reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic reading issue was reported with the use of the adc device. The customer received unspecified sensor scan results and experienced dizziness and a loss of consciousness. The customer was seen at the hospital, where a glucose injection (dose unspecified) was administered for hypoglycemia treatment. It was also reported that the customer received a blood transfusion and bumetanide medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.